Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms "cassette not locked". Found during testing. No patient harm.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not locked alarms. This device has not been serviced in the past. No relevant evidence was found in the event history log. The primary problem was duplicated by functional tests. The cause is the latch/lock optic flex sensor. Replaced the latch/lock optic flex sensor to correct the issue. The device passed all functional tests after the repair.